Manufacturer narrative:
Main component of the system and other applicable components are: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type implantable neurostimulator.

Event description:
A consumer and health care provider (hcp) reported the right extension malfunctioned and the implantable neurostimulators (ins) were depleted. The right side had ¿excessively low impedances¿ that caused a rapid depletion of the right ins. The left ins was programmed to c+, 2- at 3.4v, 60 usec, and 185 hz. During the ins replacement procedure, the right extension would be revised. Prior to the replacement procedure, both ins were turned off. During the procedure, the extension was cut distal to the extension and lead connector. The extension and ins were then removed. The remaining piece of the extension was disconnected from the lead and the lead appeared to be undamaged. A new extension and ins were connected and the patient was closed. The patient¿s indication for use is parkinsonian tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.